Event description:
It was reported the powersail was advanced in order to post-dilate a deployed stent. During advancement, the shaft of the powersail snapped. The balloon was removed without issues. No pt injury was reported. This MDR is being filed based on the results of the investigation in which the device was separated at the distal segment.